Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead had on-going high thresholds exhibited for approximately six months. The lv output settings were re-programmed, and the lead remains in use. No patient complications have been reported as a result of this event.